Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a perineal repair on (B)(6) 2019 and suture was used. During the procedure, the needle detached from the thread. The product was retrieved and a new suture was used. There were no adverse patient consequences. No additional information was provided.